Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, missing end cap sticker, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had a surgery and while the customer was connected to the insulin pump, the father noticed that the driver support cap came out of the device. No further information was provided.